Event description:
Per the audiologist, the pt's mother reported in late 2005 that the pt fell and hit her head. The internal magnet was dislodged from the magnet pocket. Edema and hyperemia were also observed. In early 2007, the pt was hospitalized and a revision surgery was done to reposition the cochlear implant. On approx three months later, edema was again observed and on the following day, the pt was admitted to the hospital for observation. A CT scan was performed (date of the scan and the results were not reported). The pt's device was explanted on five and a half months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.